Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿always make sure that the correct time and date are set on your system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) between 200-400 mg/dl and 502 mg/dl at the time of report. Reportedly, the customer was taking antibiotics for mycoplasma pneumonia infection. Additionally, the customer was not following healthcare provider's order for diabetes management, such as not bolusing when supposed to or not changing the infusions set site every 2 days. Reportedly, the site was in use for 3 days. During troubleshooting with tandem's technical support, the pump time was off by 1 hour due to not changing the time from daylight savings. The customer corrected the time. Bg was addressed with a bolus via the pump and manual injection.